Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "how many pacemakers can I break before my electrophysiologist writes a paper about me" and that the pacing lead is "acting sketchy". No patient complications have been reported as a result of this event.